Event description:
New information received states that post paced t wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
.

Event description:
It was reported that the asymptomatic patient was presented via merlin.net for non-sustained lead noise due to post-pace t-wave oversensing. The device will be reprogrammed during the patients next scheduled follow-up.